Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the universal battery charger (ubc) serial number (B)(6) and 14v battery serial number (B)(6), performed at edc service center, revealed a fluid ingress inside slot4 and on the battery power contacts. Further investigation confirmed multiple components on the power supply pcba affected by the fluid ingress and some components were shorted, which has the potential to result in the reported sparking when the battery was installed. A specific root cause for the fluid ingress was not able to be determined. The device history records were reviewed and showed the 14v battery, serial number (B)(6) , was accepted in storage location on 14oct2022 and inspected per material documents. The heartmate 3 left ventricular assist system (lvas) patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Using the charger and 14v li-ion batteries is addressed in heartmate 3 lvas patient handbook section powering the system/battery charger overview. The heartmate 3 lvas instruction for use (IFU), section ¿safety checklist¿ informs the user how to clean the charger: ¿unplug the battery charger and clean the exterior surfaces using a clean, damp (not wet) cloth. You may use a mild, non-abrasive cleaner, if necessary. Do not submerge the charger in water or liquid. Section ¿battery charger overview¿ cautions the user: keep the battery charger dry and away from water or liquid. If the battery charger comes in contact with water or liquid, if may fail to operate properly or you may get a serious electric shock. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-02347. It was reported that there was a spark when one of the 14 volt batteries was inserted into one of the charging slots of the patient's universal battery charger (ubc). Both the charger and battery were exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.